Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the device serial number is unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a mitral valve was explanted after an implant duration of approximately 6 years due to heavy calcification and high gradients. The explanted valve was replaced with a mechanical valve. The patient was noted to be discharged after the procedure. No other information is available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a mitral valve was explanted due to heavy calcification and high gradients after an implant duration of five (5) years and nine (9) months. The explanted valve was replaced with a non-edwards mechanical valve. The patient was discharged on pod 7.